Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. The investigation remains open. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that the transvenous right ventricular (rv) lead in association with this cardiac resynchronization therapy defibrillator (crt-d), did appear to exhibit rv loss of capture (loc). To date, intervention has not been performed. There were no adverse patient symptoms reported as a result of this clinical observation.